Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited a loss of capture. Technical services (ts) reviewed device data and noted that a premature ventricular contraction fell into atrial blanking and the subsequent ventricular pace fell into intrinsic refractory with functional non-capture and ventricular pacing was delivered. Additionally, t-waves were observed indicating capture and normal device operation was confirmed. This lead remains in service. No adverse patient effects were reported.